Event description:
Suspected low level of electromagnetic interference (emi). Patient went to hospital for a venogram to assess if adding a new competitor rv lead would be easily done in the future. The patient was seen again in the office on 9/27 which revealed no additional lead noise. The evaluations were unable to confirm emi. Rv sensitivity of the device was increase to minimize the chance of low level emi being seen. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).